Event description:
It was reported the patient presented prior to a generator upgrade. Upon interrogation, it was discovered the atrial lead was oversensing noise. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition before, during, and after the procedure.